Event description:
It was reported that the physician stated that his handheld computer kept freezing upon interrogation. He requested a new handheld computer. The site's device was replaced as requested. The device was sent to the MFR for analysis, but it has yet to be performed.